Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was replicated/confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the mega suturecut needle driver instrument had one broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. The customer confirmed that they had issues opening and closing the grips. The customer also had issues with the left and right motion of the grips and the up and down motion of the wrist. The customer stated that the protruding cable could be the cable that controls the opening and closing of the grips or the up and down motion of the wrist. No images were available.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.